Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of revealed that the device was in good condition with no appearance of physical damage. During occlusion testing, motor rate error was found. The root cause of the reported issue was found to be normal wear, as the worm gear and worm coupling were worn out; leadscrew and clutch halves were replaced previously. Replaced worm coupling, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.